Event description:
Information was received that reported a patient had been hospitalized on or about 03/09/06 due to hyperglycaemia. Patient reported that it was believed that the basal rate was incorrect. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, as of the time of this report the device had not been returned.